Event description:
During implant procedure, the left ventricular (lv) lead guidewire could not be removed. The physician had to explant the lv lead to successfully remove the guidewire. A new lead was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead without a wire was returned in one piece for analysis. The reported event of insertion difficulty was confirmed. A wire could not be inserted beyond the connector region due to bunched up inner coil with ptfe coating. The cause of the reported event was isolated to the bunched up inner coil and ptfe coating.